Event description:
The procedure was performed by med student. A pocket was identified for paracentesis which was about 6cm deep and about 4-5cm in depth. After the 25 gauge needle was introduced in the left lower quadrant for local anesthesia we got peritoneal fluid return. At the point, we detached the lidocaine syringe and used the 55cc syringe to withdraw peritoneal fluid. Unfortunately, while pulling the syringe out, the needle broke within the subcutaneous tissue. We got an abdominal x-ray after the procedure that confirmed the presence of the needle in the subcutaneous tissue.